Event description:
It was reported that several days post-implant the sensing had decreased and the lead was unable to capture. A chest x-ray showed the lead had perforated the heart wall and migrated to the apex. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed. The lead tip stiffness test was normal and within product specification.